Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the cephalic vein. A 6x40mm armada 35 balloon dilatation catheter (bdc) was advanced into the anatomy and attempted to be used for vessel dilatation; however, the balloon was noted to rupture during the first inflation at 18 bar. The bdc was replaced with a non-abbott device and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified anatomy resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction - lot # updated from 40708g1 to 40718g2.